Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic appendectomy event description: during a laparoscopic appendectomy operation the doctor used a kii trocar 12x100 fios first entry zthr( ctf73) as the first trocar port in the umbillicus. Before the trocar entered into the peritoneum cavity the tip of the obturator breaks off. The surgeon felt it right away and pulled the trocar out of the patient again and also removed the part of the tip, which had fallen of the obturator. The insufflator and camera was not attached at the time. Intervention: component removed. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator tip. The returned fragment matched the missing portion of the obturator. Based on the condition of the returned unit and event description, it is possible that the obturator fractured due to excessive forces exerted on the tip during insertion. However, the exact root cause of the obturator tip fracture is unknown.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: during a laparoscopic appendectomy operation the doctor used a kii trocar 12x100 fios first entry zthr( ctf73) as the first trocar port in the umbillicus. Before the trocar entered into the peritoneum cavity the tip of the obturator breaks off. The surgeon felt it right away and pulled the trocar out of the patient again and also removed the part of the tip, which had fallen of the obturator. The insufflator and camera was not attached at the time. Additional information provided via email by applied medical representative on 17may21: the customer had saved the wrong packing for the device, so therefore they do not know the lot number of the device. All pieces were retrieved from the patient. The piece broke off in a complete way- there were no fragments or splinters at the site of the break. Intervention: component removed. Patient status: no patient injury.